Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced diminished therapy due to high impedance measurements on 4 lead contacts. Reportedly, troubleshooting identified the issue was associated with the extension. As a result, surgical intervention was undertaken wherein the original extension was explanted and replaced with a new extension. After connection of the new device to the implanted system, therapy was resumed and confirmed effective thus resolving the issue.